Event description:
It was reported that the procedure was to treat the distal left anterior descending (lad) coronary artery. The ht pilot guide wire met resistance during advancement so it was removed. Upon inspection it was noted that the wire appeared to be split and protruding from a portion of the wire coating. A non-abbott guide wire was used to complete the procedure. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.